Manufacturer narrative:
Radiograph images confirmed the complaint. Devices were not returned, as the revision surgery has not been scheduled. Unknown factors include: patient activity at the time or prior to the event, affects of smoking, patient bone quality, the degree of spinal instability, the longevity/the degree of post lateral pseudarthrosis or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined but duration to failure could be a contributing factor.

Event description:
On (B)(6) 2020 patient received bilateral posterior fixation from l4- s1. One year post operatively radiograph depicted both screws at s1 were fractured. Scheduled revision date is postponed as patient continues to smoke during the last 6 months.